Event description:
The patient had been implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper back pain. The implantable pulse generator (ipg) was placed in the lower back, around the left flank area, with the leads targeting the medial branch and thoracic nerves. Immediately upon activating the system, the patient experienced intermittent communication issues between the ipg and the external therapy discs. Fluoroscopic imaging found that the ipg had migrated within the pocket so that it wa no longer seated parallel to the skin surface, causing the communication issues and subsequent inconsistent therapy. On (B)(6) 2025 a surgical revision was performed to reposition the ipg so that it was parallel to the skin surface and was sutured in place at each leg of the ipg to improve stability. No components were replaced during the procedure and all originally implanted components remain implanted and in use.

Manufacturer narrative:
Review of nalu patient records and interviews with the patient directly have not identified any specific event that took place between implant and activation that may have caused the ipg to migrate. It is thought that possibly the location of the initial implant was in unstable tissue, thus the additional suturing of the ipg at the revision procedure to hold the device in a stable position.